Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized on the same day. On (B)(6) 2010, the patient began remedial therapy with fortum (250 mg, daily, ip), vancomycin (2 gm, loading dose and every seventh day, ip) and fortum (1.5 gm, loading dose, ip). Pd therapy was ongoing. It was unknown whether the peritonitis resolved. The cause of the peritonitis was unknown. Follow-up information was received on 13oct2010. The result of the peritoneal dialysis effluent culture of (B)(6) 2010 was no growth. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010. The remedial medication of fortum was discontinued on (B)(6) 2010. On the same day the peritonitis resolved.